Event description:
The users were attempting to remove the 6 fr introducer when the doctor noticed under fluoro, that despite pulling back on the sheath over the wire, the tip of the sheath did not move back as expected. He noticed that the sheath material looked like it was unraveling and ultimately had broken off in his hand. Pressure was held on the groin to maintain hemostasis and two doctors retrieved the separated device from the iliac bifurcation. The attempt was successful with both sites closed. A section of the device did not remain inside the patients body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The device was returned in a used and damaged condition: the sheath had separated with evidence of thinning and elongation. The distal third portion no longer intact. The coil had unraveled and separated. Per quality control (qc) specification, there is 100% inspection, insuring the correct inside and outside diameter of tubing. In addition, the material is insured to be free from surface defects, bumps, bulges and protruding coils. A final inspection confirms the surface of sheath is free of excessive dents, bumps or scratches." An IFU is provided that cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." Review of the device history record did not reveal an out of spec condition in manufacturing. These devices have been designed to meet the strength requirements noted in iso 11070 and have been confirmed through design verification testing. The badly damaged condition of the returned device is evidence that it was subjected to forces beyond its design strength. Per the risk assessment performed, there is insufficient risk to require additional action at this time. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. The risk assessment (ra) have been updated with this additional event, yet concluded there is insufficient risk to require additional action at this time. We will continue to monitor for similar events.